Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system did not start up, it was stuck at 00:00. Upon troubleshooting, philips field service engineer (fse) checked the system onsite and found that the issue occurred due to accumulation of data inside the device and loading at startup. To resolve the issue, philips field service engineer (fse) deleted unnecessary data inside the device (database consistency test & repair) and deleted patient data (recreate image storage). After repairs the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up, it was stuck at 00:00. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.